Event description:
(B)(6) advia centaur hbsag results were obtained on initial and repeat testing. The customer performed (B)(6) confirmatory testing and the initial result was invalid. The (B)(6) confirmatory testing was repeated in duplicate and the results were invalid and confirmed. The customer reported the (B)(6) confirmed result and the physician questioned the result. The patient was redrawn and the repeat (B)(6) results were non reactive. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) assay results.

Manufacturer narrative:
The cause for the (B)(6) results with two invalid and one confirmed (B)(6) confirmatory result is unknown. The customer's quality control results were acceptable and there was no other discordant patient results reported. The customer has declined a field service visit. No conclusion can be drawn. The IFU states under the limitation section the follow" "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications. No further evaluation of the device is required.